Event description:
Lf technical support reports via fax that customer called indicating, "on two separate occasions in 2007 the unit was found to be fluoring on its own without command. There was not a patient in the room, but hospital personnel were present, one of whom is pregnant. On two days later: the pregnant staff was standing 2 feet away from the source and without lead for approximately 30 seconds. Customer does not know how exposure was terminated. On the following month: customer states setting up for procedure with 4 other staff members in room. Heard beeps like it was taking pictures, something flashed on the screen and heared a continous noise and "x-ray on" light was illuminated. Moved next procedure to another room. Radiology tech called into room and they shut down the system. Turned system back on, but could not duplicate the event.

Manufacturer narrative:
Liebel flarsheim (l-f) field service engineer (fse) service ticket reports; troubleshooting of self fluoro event. Found that something dropped on footswitch cable exposing wires. Exposed conductors were black in color from corrosion, indicating the wires had been exposed for a extended time. Shorting exposed wires together causes digital radiographic exposures. Facility biomed department repaired and checked the urology system operations as l-f fse observed. System returned to full service by the customer. In 2007: during a phone interview with l-f fse, they further stated that when the exposed wiring got wet by the workers mopping, the resultant short could activate fluoro. Reviewed this finding with hut dr tech service and research & development engineering who discussed event with fse. R & d reported the following: our applications training teaches the customer to close the patient file when a case is complete and the images sent to pacs or printer. If the hospital were following proper procedure as given to them during applications training and followed proper protocol, the system could not have actually produced a digital spot x-ray exposure in this case. On 5/4/07: l-f technical service review. Re: issue of system exposing uncommanded. Lf fse found the fluoro / digital spot footswitch cable crushed. Inside the cable the yellow wire was crushed, the red wire cut and white wire exposed. Two of the wires that were exposed showed signs of being shorted together. So in order to determine the outcome, john benz, shorted the 2 wires together. The system made a digital spot exposure. In order for the system to make a digital spot exposure the following has to be done. A patient file has to be opened on the platinum one workstation. The platinum one then has to be in the acquire mode. It is very unlikely the customer had a patient file opened in this case: our applications training teaches the customer to close the patient file when a case is complete and the images sent to pacs or printer. What would occur in this case: the system would prep, meaning the rotor would come up to speed. This could be constructed as a humming noise at the table side. The system would not make any x-ray exposures. However, the x-ray on light, over the door, would be lit. If the customer had a patient file opened and the system in acquire mode what could occur: the urology system is defaulted to a single exposure rate for digital spot. The system would perform one short digital spot exposure in the millisecond range. The table would produce a loud audible beep during the exposure. The system would be held in prep mode. Meaning the rotor would maintain what the customer might hear as a humming noise at the table side. The x-ray on light would stay lit over the door. Probable conclusion: if the hospital were following proper procedure as given to them during applications training the system could not have actually produced a digital spot x-ray exposure in this case.